Manufacturer narrative:
Section d4: investigation revealed that the product involved with this event is a heartmate power module patient cable, 14 volt. Section d4 was corrected accordingly. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of a low supply voltages while connected to the patient cable was confirmed via the log file. A review of the submitted log file spanned approximately 5 hours (B)(6) 21 from 06:23 ¿ 11:15 per time stamp). Throughout the entire log file while connected to the power module, there were instances of intermittent variable rsoc voltages observed on the power cables. Voltages ranged from 11.2 ¿ 13.3 v which is lower than the expected 14v. This did not coincide with any alarms. No other notable events were present in the log file. The 14v patient cable was not returned for analysis. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage alarms. The IFU states ¿the power module requires preventive maintenance at least once every 12 months for best possible operation. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable.¿ device history records could not be reviewed due to the serial number of the cable being unavailable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that in the log files there were some "unable to charge ebb" issues which indicated a potential issue with the patient cable of the mobile power unit (mpu). There were some voltages in the 11v range and there were no other alarms. A mpu exchange was recommended.